Event description:
Related manufacturer reference number: 2017865-2025-27844. It was reported the patient presented in clinic for follow-up. Upon interrogation, it was discovered the leadless pacemaker (lp) system was not tracking the atrium appropriately. Programming changes were attempted but unsuccessful. The patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.